Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the catheter leaked. Approx 13 mins into the case, the prolieve system received as alarm of "water level low." The procedure was completed by refilling the cartridge with water. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a f/u medwatch report.